Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the tower door failed. The field service engineer remoted into the station and assisted customer to recover the failure. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported when using the bd pyxis medstation es system tower door was failed and prevented user from issuing medication to patient. However, there were no adverse events or injuries reported based on this event.